Manufacturer narrative:
(B)(4).

Event description:
Following pump replacement, the pt never had therapeutic effect; the pt had spasticity. There were no pump alarms. The programming was correct. A dye study was scheduled. They were giving the pt a therapeutic bolus. It was later reported that a catheter fracture was suspected but was not confirmed. The pump infused lioresal 2000mcg/ml at a daily dose of 150 mcg. Add'l info has been requested, a follow up report will be sent if add'l info becomes available.